Manufacturer narrative:
Result: the penumbra system 3max reperfusion catheter was fractured approximately 142.0 cm from the hub and kinked approximately 7.5 cm from the hub. The proximal and distal ends of the break site show evidence of material deformation and stretching of the polymer. Conclusion: the complaint has been evaluated. The complaint indicates that the penumbra system 3max reperfusion catheter was fractured inside the lumen of penumbra system 5max reperfusion catheter. The penumbra system 5max reperfusion catheter was not returned for evaluation. Evaluation of the returned product confirmed that the penumbra system 3max reperfusion catheter was fractured in the distal shaft and kinked in the proximal shaft. This type of damage typically occurs if the force used exceeds the tensile strength of the product specification. The kink in the proximal shaft was where stress might have been applied as described in the complaint. It appears that during the procedure, excess force was applied to the penumbra system 3max reperfusion catheter while using it coaxially with the penumbra system 5max reperfusion catheter. This excess force caused the catheter material at the distal tip to stretch and eventually yield and fracture. The kink in the proximal end of the device shows evidence of polymer material deformation and was likely the result of pushing the device against resistance. These devices are 100% visually inspected for damage during in-process inspection. In addition, all lots are tested for tensile strength and all units from this lot met the specification. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a thrombectomy procedure in the right middle cerebral artery (mca) using a penumbra system 3max reperfusion catheter. During the procedure, the physician used a 5max reperfusion catheter and a 3max reperfusion catheter coaxially. The physician was unable to retract the 3max reperfusion catheter as manual aspiration was being used with a syringe. The 5max reperfusion catheter was removed with the 3max reperfusion catheter inside and found that the 3max reperfusion catheter had become fractured.